Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. A system check was performed with the current supplies and the pump performed as intended. No damage was noted to the cannula. The customer's blood glucose level was 205 (mg/dl). During troubleshooting, the customer charged out supplies and resumed insulin delivery.